Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the whole monofilament was returned loose. The posterior cuff and needle tip were still attached to the rail end and the link was sill attached to the posterior cuff. The link was broken at the anterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. During plunger deployment (step #3), the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). It was reported that the physician attempted to deploy the proglide in a mildly calcified common femoral artery after an unspecified procedure. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Whether this contributed to the reported difficult to deploy plunger, difficult to remove device and needle to cuff miss could not be determined. A link break may result from multiple factors and is generally associated with technique issues or patient anatomical conditions. There does not appear to be any indication of a lot-specific product quality deficiency. Based on the investigation findings, there was no manufacturing or quality inspection deficiency detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an unspecified procedure. Reportedly, some resistance was encountered when the plunger was depressed and a cuff miss occurred. After the foot was parked, the device could not be retracted as it was reported to be stuck. The sutures reportedly got tangled in the scar tissue. Surgical intervention was required to remove the device and achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.